Event description:
The user medwatch report indicated that change of heart-lung oxygenator required due to alleged malfunction of medtronic maxima forte oxygenator. During set up, the oxygenator water test was completed with no leaks observed. Circuit was primed with crystalloid solution plus two units of rbc's added. This circulated through the pump for about 30 minutes. During this time, perfusionist noticed blood in the water lines. Pt was not on bypass when this occurred.